Manufacturer narrative:
The device manufacturing date is corrected. All the other information remains unchanged.

Manufacturer narrative:
Device was returned and was evaluated. Functional testing of the device was conducted and the device performed as intended. The device history records were reviewed and no discrepancies were found. Based on the available information, the root cause of this complaint cannot be conclusively determined and it may have caused due to the operator error.

Event description:
Reportedly, broken lens haptic was noticed after the lens insertion in the patient's left eye. Vitrectomy was performed and sutures were placed. However, incision was not enlarged. A back up lens of unknown model was implanted without an issue. Additional information regarding this event was requested but was not received.